Event description:
ER visit; I have been using the philips dreamstation CPAP machine for 3 months and having many health issues. I have a record of many dr/hospital visits because of the CPAP machine. I am finding out now that the machine has been recalled. FDA safety report ID # (B)(4).